Event description:
It was reported that a patient, (B)(6), female, underwent an atrial tachycardia (at) procedure with a smart touch bidirectional catheter and suffered hypotension and a vascular dissection, which required stent placement and medical resuscitation. It was noted that this patient had a strong cardiovascular history, including prior coronary artery bypass graph (CABG) with multiple cardiovascular risk factors that may have contributed to this event. The case was planned as a second attempt at an aortic cusp ventricular tachycardia and atrial tachycardia ablation under general anesthesia. Following femoral artery puncture and 8fr sheath insertion, resistance was felt in the femoral artery and an x-ray with contrast was taken showing a small, contained dissection, just proximal to an existing calcified narrowing. An attempt was made to upsize the sheath to a long sheath to pass this small dissection, but the wire could not be advanced. It was decided by the operator to continue with the procedure despite the small dissection, as these often resolve spontaneously. The smart touch bidirectional catheter was inserted smoothly through the sheath, but could not be passed smoothly up the femoral artery. The catheter was withdrawn a little and the pressure sensor zeroed, and then re-advanced. High forces were detected on the catheter along with an abnormal propagation of the catheter. The catheter was withdrawn, and contrast injected into the femoral artery via the sheath. This revealed a vascular arterial dissection to the external iliac artery with perforation and rupture into the abdominal space. Within one minute, the patient suffered significant haemodynamic compromise, with blood pressure dropping from 150mmhg to 40mmhg. There was no change in heart rate observed. A code blue was called by cath lab staff and a vascular interventionist was contacted to assist.

Manufacturer narrative:
The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. We are working on the device history record. When it is completed, a supplemental 3500a report will be submitted. (B)(4). The vascular surgeon attended and placed a covered stent across the dissected portion of the artery. This resolved the rupture and restored normal blood flow to the right leg. Anesthetics team gave blood products and medical resuscitation, with adrenaline and aramine. The case was abandoned at this point, and the patient transferred to ICU. The patient is expected to make a full recovery from this event. Per the physician, this should not lead to extended hospitalization stay. The physician does not feel any fault with the biosense webster smarttouch catheter was apparent, nor contributed to the event; rather the patient had poor vasculature and was at risk of such an event. The procedure is unlikely to be repeated, with medical therapy now the preferred course of treatment given the left femoral artery was also noted to be significantly diseased. Upon request, additional information was provided on the event. The patient was under general anesthesia for 3 hours. Transseptal puncture was not performed. There was no ablation attempted as they could not advance the catheter past the leg. The patient diagnosis related to the event is shortness of breath at rest, minimal exercise tolerance, symptomatic atrial tachycardia, and frequent pvc¿s, hx CABG, hpt, hyperchol and pvd.